Manufacturer narrative:
(B)(4). The patient died on (B)(6) 2020 from his trauma injuries. It was reported the death was not related to the ett disconnection. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported 15mm connectors on etts coming off when connected to ventilators. After insertion into the patient, after a short amount of time, the adapter will not stay in the end of the tube, disconnecting patient from the vent. Another larger tube and adapter package is then opened to get the larger adapter out to insert into the patient's et tube that is already in place to assure it will stay in the end of the tube. It was reported that the patient was being closely monitored and did not experience desaturation or require medical intervention due to the disconnection.